Event description:
The pt called alleging low readings on the lifescan meter. The pt had received low readings of 23, 15 and 53 mg/dl all within 18 minutes from one other. The pt did not experience any symptoms of hypoglycemia. The pt then used the subject test strips and tested on another lifescan meter and received an 85 mg/dl. A co-worker treated the pt with 88 grams of sugar and two cans of soda. The pt then tested themselves using the other meter and received a 93 mg/dl. The test strips were in good condition and not expired. The control solution they were also not expired. The test strips failed using the control solution twice. They received a 94 twice and the range was from 95-128. This case is being reported as a malfunction, since the test strips failed using the control solution.